Event description:
The monitor was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
The monitor was returned for investigation and did not pass incoming functional testing. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the open r781 resistor caused or contributed to the adverse event, because the system was able to detect vt on the date of event.